Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one burst of anti-tachycardia pacing (anti-tachycardia pacing (atp) and two shocks as inappropriate therapy for an atrial driven rhythm. Technical services (ts) was consulted and discussed stored data as well as device programming options. This device remains in service. No additional adverse patient effects were reported.